Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the sterile sleeve broke away from the hub while the impella catheter was being cleaned. The plastic was reinserted and there was no patient harm reported.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the product damage sterile sleeve damage was not determined since product was not returned.